Manufacturer narrative:
Only the delivery catheter was returned for evaluation; the stent graft remains implanted.

Event description:
An ovation prime abdominal stent graft was implanted to treat an abdominal aortic aneurysm. Following routine deployment of the aortic body stent graft, the polymer syringe emptied and the patient experienced transient hypotension which was treated per the instructions for use and the patient was stabilized intraoperatively. The contralateral and ipsilateral iliac limb stent grafts were deployed without incident and the aneurysm was successfully excluded. Following the implant procedure, the patient was transferred to ICU and was reported to have paralysis due to either intraprocedural embolism of thrombus or spinal cord ischemia secondary to occlusion of lumbars by the stent graft. The patient will continue to be monitored.